Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested using tropi es lot 5820 on a vitros xt 7600 integrated system. Patient sample 1 result of 13.940 ng/ml (above the url) versus the expected results of <0.034 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory, however, a corrected report was later issues. No treatment was altered, initiated or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested using tropi es lot 5820 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 5820 performance issue is not a likely contributor to the event and ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es lot 5820. A within run diagnostic precision test using vitros tsh indicated acceptable performance of the vitros xt 7600 integrated system around the time of the event. However, no within run diagnostic precision testing was conducted using vitros tropi es to assess high alu background on the instrument, therefore an instrument issue cannot be completely ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to determine whether the customer was not following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. An issue isolated to pack 3881 of vitros tropi es lot 5820 cannot be ruled out as a contributor to the event as acceptable vitros tropi es results below the url were obtained on alternate packs for vitros tropi es lot 5820.